Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was found to have a loose grip cable inside the housing at the proximal end and at the distal end force amplification pulley. Also, at the proximal end inside the housing, both tall input disks were found with hair line cracks. A clip test was performed and failed, after three attempts the clips would not latch. The instrument was found to have the housing cracked at proximal end. The crack measures approximately 2.20 mm in length. Components adjacent to this cracked housing show damage which may indicate potential mishandling and misuse and do not show damage. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. Intuitive followed up but no additional information is available.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, a vessel required clipping during a critical portion of the procedure. Upon deployment, the clip crossed/misaligned, rendering it ineffective. The procedure was completed and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.